Event description:
Dealer called in and stated that the lockout device that you flip up and down flops resulting in the back rocking on the left side. Dealer stated there were no injuries associated with the incident.